Event description:
It was reported that during implant attempt of the rv (right ventricular) lead, the lead was unable to be placed in an adequate spot, and the physician felt it was because of the lead. The lead was not used and was replaced. It was also reported that during implant attempt of the atrial lead, the physician was unable to insert the stylet into the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): no anomalies found; full lead returned and analyzed.